Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level ranged from 180-181 mg/dl. The customer did not have an alternate method of insulin therapy at the time of the call. Customer confirmed that healthcare provider would be contacted to obtain an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.